Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) positioned and a watchman laa closure device & delivery system (wds) were used. Upon removal of the was, after device deployment and release, it was noted the side port hole of the distal end of the was was torn. This did not cause any harm to the patient and the patient was stable the entire time and recovered well.